Event description:
It was reported that the sales rep (sr) was notified by e-mail (on (B)(6)) that there had been a reported incident involving our intra-aortic balloon pump (iabp). The reporting person was the interim perfusion services (ips) manager at the hospital. There were no other details, so the sr called the ips mgr's office and asked him to call the sr. The ips manager told the sr that the incident in question had occurred on (B)(6). The ipgs manager had very little details, but the perfusionist told the ips manager that the incident took place in their cvicu (cardiovascular intensive care unit). The nurses apparently noticed blood in the line and the perfusionist came in to look at the situation. The sr did not talk with the perfusionist and there is some confusion as to whether there was an alarm. The decision was made to discontinue the pump therapy and there was no reinsertion. An in hospital incident report was filled out by both perfusion and the cvicu. The ips manager is going to see about getting the sr access to the report. The ips manager will also meet with the chief or cardiac surgery to discuss the incident. There apparently was an assumption made about slow helium leak and mention was also made about the pt's aortic calcification. The pump was sent to biomedical engineering and the sr called the biomed department about the pump. Nothing has been done with the pump as yet. According to the sr the pt passed away later the same day, although the sr was not told the timing of the death. At this point there is no indication from the account that either the pump or the balloon was areas of concern to them. Add'l info rec'd on (B)(6) 2013 stated the sr met yesterday with the perfusion manager and the perfusion team lead about the incident that took place at their hospital on (B)(6). During the meeting with the perfusion team leader, we got the perfusionist on call on (B)(6) on the phone to discuss the events. The male pt had the (B)(4) inserted in the cath lab and was transferred to their cvicu. The perfusionist on call mentioned that the insertion was "very difficult" and the pt had "significant calcification." The insertion was so difficult that the spring wire guide (swg) was kinked according to perfusionist. When the balloon was removed, he mentioned that the "wire inside" the balloon was kinked in the same way the swg was. The balloon in question is being returned to us for examination. The sr was told the male pt had the intra-aortic balloon (iab) inserted in the cath lab and at some point in the procedure; a "kink catheter" alarm went off. The perfusionist told the sr the line was clear so they continued. When they were finished with the procedure, blood was noticed in the line. The physician wanted to maintain the sheath and against the perfusionist's suggestions, attempted to remove the balloon through the sheath hoping to keep the sheath in place. Unfortunately, the balloon was "shredded." Per the perfusionist, the pt passed away about 4 hrs later. They have not reached any conclusion about our products being associated with the death. It was noted that the pump is in biomedical engineering. The sr met with the engineer yesterday ((B)(6) 2013) and was told they have a hospital protocol that places the pump in "limbo" until some conclusion is made about the death. There is a note on the pump to that effect. Biomedical engineering will not service the pump until they are told to go ahead.

Manufacturer narrative:
(B)(4).